Event description:
It was additionally reported that the patient had a bad fall. There was a lead issue, the lead was knocked out of place in 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the revision occurred on (B)(6). Both systems were replaced and the patient was "doing well".

Event description:
It was reported the patient was reprogrammed several times and was receiving therapy, however x-rays verified the leads ¿moved along with the generator pockets¿ so the patient will have both systems revised. It was stated the patient was scheduled for a consult with the healthcare professional for a revision of both systems. [Reference regulatory report #3004209178-2013-07787].

Event description:
The patient was scheduled for revision in july; the exact date was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID *unkn-ld, serial# (B)(4), implanted: (B)(6) 2008, product type; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).